Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch valve and o2 bypass valve, compact breathing system were replaced and software reloaded to resolve the issue.